Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited multiple non-sustained oversensing episodes. Further review confirmed that the device was oversensing myopotentials. The device was reprogrammed. Patient was stable before, during, and after the event.